Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while using the foley catheter in ward 4b, they noticed that the catheter had come out. Even when the balloon was inflated again, it deflated. Per additional information via email from ibc on 22apr2024, the damage in the balloon was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection noted the catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attach the balloon deflated passively under 3 minutes with no issues. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the foley catheter in ward 4b, they noticed that the catheter had come out. Even when the balloon was inflated again, it deflated. Per additional information via email from ibc on 23apr2024, the damage in the balloon was unknown.